Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio left knee flex. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that after having the scorpio implanted, patient was having physical therapy and was injured. Patient originally thought that she had a blood clot and subsequently found out that her tibia was broken. Patient states that the implant ended up also falling apart causing the knee to have to be revised again.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical records were reviewed by a consulting clinician. The report concluded: "persistent symptoms after multiple revisions are not unexpected and do not appear to be due to factors of faulty prosthetic design, manufacturing, or materials in this case". The event was confirmed. The investigation determined the root cause of the event to be related to patient factors. Review of the provided medical records noted the removed components were found to be appropriately placed and well fixed at the time of revision. The investigation found no evidence that prosthetic design, manufacturing, or materials influenced the reported event.

Event description:
It was reported that after having the scorpio implanted, patient was having physical therapy and was injured. Patient originally thought that she had a blood clot and subsequently found out that her tibia was broken. Patient states that the implant ended up also falling apart causing the knee to have to be revised again.